Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's discontinued treatment. After receiving drain complication warnings on the cycler, the pt contact disconnected the pt connector to setup with new supplies and discovered a fluid leak from the pt connector. The pt contact was advised to contact the pt's pd nurse. The sample was not retained for eval. During the follow up, the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.